Manufacturer narrative:
D4: the lot number was not available, however, the complete primary ID was not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and the white twist sleeve was observed separated from the light blue main body due to broken occluder feet beneath the white twist sleeve.leak, clear passage, and clamp function testing were performed and a leak through a closed clamp due to broken occluder legs was observed. The reported condition was verified. The cause of the damage is undetermined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.